Event description:
Customer was out playing golf and was feeling symptoms of low blood glucose. They took glucose tablets and continued to feel bad. They were shaky and convulsing. They tested and received a result of 218mg/dl. An ambulance was called and they received a result of 51mg/dl. The emergency medical technicians had the customer test again on a different hand and they received a reading in the 200's. They washed their hands again and retested again and received a result of 48 mg/dl. The customer took several tablespoons of corn syrup. No controls were being used.